Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #97370. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, armed; sleeve condition, conforming; stopcock condition, closed and trocar condition, nonconforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, nonconforming. Analysis conclusion: based upon the inquiry info, visual examination and functional test, it was concluded that the reported "safety shield malfunctioned" was due to a skewed sleeve housing weld. No conclusion could be reached as to how the sleeve housing had become skewed. Co reviews each incidence as it occurs in an effort to continuously improve co's products and processes.

Event description:
During an unknown procedure. It was reported by the affiliate that the safety shield malfunctioned. There was no pt consequence.